Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism was intact. The device was received with the capsule fully closed. Delamination was observed along the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient¿s native valve was occluded by the undeployed delivery catheter system (dcs) causing cardiac arrest and requiring cardiopulmonary resuscitation (CPR). It was reported the patient had a low ejection fraction and was high risk prior to the procedure. The valve was recaptured, and a different valve was successfully implanted using another dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the dcs was returned to medtronic for analysis. The device was received intact. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. No other evidence of damage was observed on the dcs. Overall, there were no findings to suggest a device quality deficiency related to the manufacturing of the device. It was reported that the patient¿s native valve was occluded by the undeployed delivery catheter system (dcs) causing cardiac arrest and requiring CPR. No procedural images were received for review. The event may be describing occlusion of the annulus during partial deployment of the valve. The evolut system instructions for use (IFU) notes "shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthesis leaflets are exposed and are functioning". Cardiac arrest is a known potential adverse patient effect per the IFU. It was reported the patient had low ejection fraction and high risk prior to the procedure. The reported cardiac arrest may have been attributable to other predisposing factors. The valve was recaptured due to the damage sustained from the CPR and a second valve was implanted. No other adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.